Event description:
A user facility returned the olympus asset, ultrasonic gastrovideoscope to the olympus service center. Upon inspection and testing of the returned device, deep cut/lifting part on the probe unit that reached to the hard part under the pink probe. In additional acoustic lens scratched which reaches to the glue-layer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no user issue reported by the customer. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, due to wear of lock engagement lever, up/down knob could be locked securely, grip scratched, control unit damaged, scope connector cover cracked, plate corrosion due to water leakage, due to damage on ultrasonic probe, displayed ultrasound image defective with missing elements, due to damage on ultrasonic probe, noise occurs in the ultrasound image when operating the angle, due to a chip, light guide lens snag on it, adhesive around light guide lens chipped, adhesive on bending section rubber wear, connecting tube buckled, connecting tube coating peeling, due to wear of angle wire, bending angle in right direction did not meet the standard value, due to wear of angle wire, bending angle in left direction did not meet the standard value, due to a dent on bending tube, bending angle in up direction exceeds standard value, frame 260 corrosion due to water leakage, inner shield corrosion due to water leakage, and outer shield has corrosion due to water leakage. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the acoustic lens had a scratch which reached the glue-layer. However, the definitive root cause of the scratch could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿caution: do not hit or drop the distal end of the insertion tube when carrying the endoscope by hand. The ultrasonic transducer internal damage can result and/or the ultrasonic image will be abnormal.¿ olympus will continue to monitor field performance for this device.